Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the ventralex st hernia patch may have caused or contributed to the alleged post operative pain. This complaint was reported by the surgical center, who reports that the patient is represented by an attorney, however attorney information was not provided. Additional information was requested. No conclusion can be made at this time. A lot number was not provided, without this information a review of the manufacturing records cannot be conducted. Note the implant and event dates are estimated as the exact dates were not provided. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in 2016 the patient was implanted with a davol ventralex st hernia patch. As reported the patient will be undergoing a revision procedure to remove the patch due to pain. There is no scheduled removal date at this time.